Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, an air embolism occurred and the patient experienced atrioventricular block and subsequent st elevation. The irrigation bag was empty and air was noted in coolpoint tubing up to the pump. The irrigation bag was replaced and the stopcock was inadvertently left on to the patient while flushing the line. Fluoroscopy revealed an air embolus. The patient was shocked out of ventricular fibrillation once and the procedure was aborted. Post procedure, the patient stabilized and was extubated with no neurological deficits exhibited.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 2030404. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident was due to user error.

Event description:
Further information from the customer revealed the tubing set was the product involved in the event.